Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube and tube window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. The customer stated that they changed many infusion sets but the no delivery alarm persisted. The customer's blood glucose was 83 mg/dl. The customer declined any troubleshooting. They just wanted the insulin pump to be replaced. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.